Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called to report multiple no delivery alarms. The customer's blood glucose reading was 592 mg/dl. The customer was advised to troubleshoot; the customer did troubleshooting and the insulin pump was working as designed. The customer was advised that the alarm was caused by a set or reservoir occlusion. Nothing was replaced or returned.